Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported there is no open area and the end user has been seen by the wound ostomy continence nurse (wocn). Wound ostomy continence nurse (wocn) has evaluated the skin and reviewed crusting techniques. Prescription nystatin powder has been prescribed by the doctor. No patient/event details has been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported by the end user tiny red bumps located under tape border present for about one week and associated with itching to the abdomen area.